Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the clinic post receiving a vibratory alert for lead impedance issue. Unipolar vectors showed out of range while rv-svc impedance remained stable. It was suspected that the scar tissue was around the pocket. Patient was set up with remote transmission via merlin.net. All other lead electrical values were normal. Physician elected to continue to monitor the patient and no further action was taken. Patient was stable prior and post event.